Event description:
Bilateral ruptured implants. A 41 yr old white g3p3 female status post bilateral subglandular inframammary surgitek 270cc gels for augmentation 4/25/85. Pt complains of left nipple soreness & firmness up and down for 2 weeks. No history of trauma. Positive left axillary lymph nodes. Mammogram positive for extravasation on left although it was read as a nodule not silicone. Surgery 12/2/94 positive for bilateral ruptured liquid gel, right greater than left. Granuloma on left. Thin contractured capsules with moderate yellow/cloudy gel. Right weight 265, left 266 with medium histiocyte on right, marked on left.